Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure, it was observed that the right ventricle (rv) was perforated. The perfusion team was urgently called to manage the resulting pericardial effusion. The patient underwent emergency thoracotomy, but unfortunately, did not survive the event and passed away.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-95972. Upon review, the right atrial leadless pacemaker (ralp) should not have been submitted as a medical device report (MDR) as right ventricle was perforated and no malfunction alleged on ralp device.